Event description:
It was reported that the drive support cap was sticking out and it happened while the act button was pushed to fill the catheter. Instructed the caller to do the process manually. No further information was provided.

Manufacturer narrative:
Insulin pump was received with a detached end cap, cracked case, cracked reservoir tube lip, cracked battery tube threads and scratched display window. Unable to perform the basic occlusion, prime and excessive no delivery tests due to the detached end cap. The device passed the displacement test and no damages to the drive support disk noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.